Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had dislocation, which was managed with closed reduction. Patient stated she was sitting in her recliner, moved her leg, and was unable to get up.

Manufacturer narrative:
Additional info: event executive summary: an event regarding dislocation involving an adm liner was reported. The event was confirmed by review of the medical records. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: narrative: patient experienced an anterior dislocation of her tha. Office notes from on (B)(6) 2012 following this dislocation note it was patients second dislocation indicating recurrent instability. Revision surgery was planned. Conclusion of assessment: recurrent instability tha review of these records confirms a dislocation of a tha occurred, however, the root cause cannot be determined as insufficient information was available. Further documentation which would aid in the completion of this assessment would include: operative reports from the index and revision surgeries surgical implant records from the surgeries. Dated pre and post op x-rays from the index and revision surgeries outpatient office/clinic notes. Implant retrieval. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there was 1 other events for the lot provided. Conclusions: the medical review concluded: recurrent instability tha. Review of these records confirms a dislocation of a tha occurred, however, the root cause cannot be determined as insufficient information was available. Further documentation which would aid in the completion of this assessment would include: operative reports from the index and revision surgeries surgical implant records from the surgeries. Dated pre and post op x-rays from the index and revision surgeries outpatient office/clinic notes. Implant retrieval. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had dislocation, which was managed with closed reduction. Patient stated she was sitting in her recliner, moved her leg, and was unable to get up. Update 15 june, 2018: medical review confirmed dislocation based on medical records but could not identify a root cause.